Event description:
Caller reported a malfunction on the pump, referencing malf 0, which was successfully reset without recurrence. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump and to call back if the malfunction code recurs.